Event description:
It was reported that the hancock valve package was damaged and wet. It was stated that the valve did not experience known extreme temperatures. There was no patient involved.

Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve tear-away seal on the outer packaging was intact. Watermark stains were observed on the outer packaging suggestive of possible contact with a liquid. Two areas were observed to have watermark stains: on the bottom right of the side label and on the back side of the packaging, adjacent to the observed stain on the side labe. The bottom of the packaging showed a slight tatter. The inner packaging was intact with no watermark stains. The seals on the jar were intact on both sides. There was no evidence of a jar leak. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve package was damaged and wet upon arrival. It was stated that the valve was stored in a dry storage pyxis and did not experience known extreme temperatures (too hot or too cold) while in the packaging. It was reported that the valve temperature indicator was not activated and no other products stored in the same location have these issues (package damaged and wet). It was reported that the device remained sterile.

Manufacturer narrative:
B5: updated. Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.